Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They were having issues charging their implant and the issue began a couple months ago. Patient's controller would drain when charging the implant to 30%. Patient would get stuck at checking the recharger. Patient would also get a low battery message when the controller was full. The controller would go from 100% to 80% and their charging would get terminated. Patient would reset the controller for 15 minutes and when it 'dies' on them it took them forever to get their pain back under controller which put them into a whirlwind. The controller would also randomly shut off and on but they didn't recall anything plugged into the controller. During the call there were no damages in the controller port and recharger. Patient cleaned the controller and recharger pins. There were no damages on the recharger. Patient reset the controller and plugged the recharger. Patient was stuck at checking the recharger. Agent sent request to repair to replace the recharger. Patient also mentioned about a month or so ago they fell and after falling they had pain or an electrical pain shooting across or a zap that would shoot across from their spine to the left shoulder arm area and they got numbness in their toes in their left. Patient mentioned their charging issue had been ongoing before their fall. Patient fell again yesterday. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Patient complains of an intermittent shocking sensation at the level of her spinal incision that radiates out laterally. She indicates she feels this with the stimulation on or off. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.